Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the vessel sealer instrument stopped working when energy was being applied. The system gave a tone but there was no energy. The customer moved to the instrument to an erbe generator and continued the procedure. The customer completed the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument involved with the alleged issue to perform failure analysis. Customer confirmed they did not have any further issues with the vessel sealer after completing reboot. No notable errors captured in logs since date of incident.